Event description:
The customer alleged that they are seeing fogging in their model #1188 stryker cameras between the camera coupler and camera head. They take apart the cameras to clean per the instructions from the camera supplier. The customer reported that stryker indicated the cameras are compatible with the sterrad. She reported that they have had 10 brand new model #1188 cameras. The customer indicated there were no pt injuries. This report is for the second camera.

Manufacturer narrative:
Damaged device. This is one of ten 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2009-00358, 00361, 00362, 00363, 00364, 00365, 00366, 00367, and 00368.